Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2018 with the following findings: during investigation, moisture was observed in the battery compartment. The battery compartment was cracked from the threads to the case seal left of the grip pad. A leak test failed due to a battery compartment leak. The pump was opened to find moisture on all internal components. The blank display complaint was unable to be duplicated. The pump powered on to a clear and legible display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that the display screen was blank and that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.